Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up loss of capture was seen on this right ventricular (rv) lead with high pacing thresholds. It was noted that pacing was captured when the pacing thresholds had decreased. An rv lead perforation was alleged. No additional adverse patient effects were reported.